Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced device erosion through distal glans. The ipp was explanted and replaced. There is no additional information reported.